Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2017 and the left l2 lead was explanted and replaced. Reportedly, the patient is receiving effective therapy and the issue is resolved.

Event description:
The patient has 3 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.